Event description:
The pt was connected to a 250cc bag of heparin through the volumetric infusion pump. The primary infusion rate of the pump was established at 13cc/hr. It is undetermined if a secondary infusion rate had been established; however, it is understood that the secondary infusion rate was not used in the treatment of this pt. The pt was transported to another department with approx 75cc remaining in the heparin bag. Within one hour of transport, the nursing coordinator was contacted and determined the bag was empty; causing the audible alarm. After establishing a new bag of heparin into the pump, the nurse responsible for the care of this pt noticed the infusion rate was set for 700cc/hr. The pt was questioned and stated that he did not tamper with this unit. All staff involved in the care of this pt stated that they did not adjust the setting. It is undetermined as to how the rate changed from 13cc/hr to 700.